Manufacturer narrative:
This spontaneous case describes the occurrence of embedded device ('contraceptive implant pierces her womb') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("contraceptive implant pierces her womb") and adverse event ("health problems"). At the time of the report, the embedded device, device expulsion and adverse event outcome was unknown. The reporter considered adverse event, device expulsion and embedded device to be related to essure. Amendment: the report was amended for the following reason: the case (B)(4) was identified as duplicate of this case. Reference numbers were transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of embedded device ('contraceptive implant pierces her womb') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("contraceptive implant pierces her womb") and adverse event ("health problems"). At the time of the report, the embedded device, device expulsion and adverse event outcome was unknown. The reporter considered adverse event, device expulsion and embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of embedded device ('contraceptive implant pierces her womb') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("contraceptive implant pierces her womb") and adverse event ("health problems"). At the time of the report, the embedded device, device expulsion and adverse event outcome was unknown. The reporter considered adverse event, device expulsion and embedded device to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.